Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra link meter was reading erratically. The patient reported results of "21 mg/dl and 108 mg/dl" performed within 10 minutes of each other. Based on statistical criteria, the difference between these results exceeds the expected value of <=20% and/or <=20 mg/dl. The patient also obtained a reading of "lo and 156 mg/dl" performed immediately after each other. The difference between these results also exceeds the expected value. The patient did not develop any symptoms before, during, or after the issue. The patient did not seek medical attention. Due to the issue, the patient took diabetes medication based on a sliding scale. It is unknown how she decided what dose to take. It was determined during the troubleshooting telephone call the patient's testing technique was correct. The patient cleaned the puncture area correctly. The meter was set to the correct unit of measure and calibration code number. The results were verified in the meter memory. The test strips were within expiration dating and in good condition. A quality control test was performed, with failing results. This complaint is being reported because the difference between the results obtained exceeded the expected value based on statistical criteria. The patient did not experience any symptoms.